Event description:
It was reported that the manufacturer representative (rep) believed that there was a short in the system that was contributing to the implantable neurostimulator (ins) depleting too quickly. The patient was in a procedure at the time of the report and wanted to use an alligator clip to test the extension. There was no confirmation if a short was found or what the patient outcome was, so additional information was requested. If additional information is received a supplemental report will be sent. Refer to manufacturing report #3004209178-2015-06199 as the patient had two inss and it was not specified which one was the issue.

Event description:
Additional information received reported that the lead, extension, and implantable neurostimulator (ins) were all re-implanted on the right side. Everything was functioning normal at the time of the report.

Manufacturer narrative:
Concomitant medical products: product ID: 37602, serial# (B)(4), implanted: 2013-(B)(6), product type: implantable neurostimulator. Product ID: 3387-40, lot# j0225368v, implanted: 2002-(B)(6), product type: lead. Product ID: 7438, serial# (B)(4), product type: programmer, patient. Product ID: 748240, serial# (B)(4), implanted: 2002-(B)(6), product type: extension. Product ID: 3389s-40, lot# va074ht, implanted: 2014-(B)(6), product type: lead. Product ID: 748266, serial# (B)(4), implanted: 2002-(B)(6), product type: extension. (B)(4).

Event description:
Additional information received from the patient via a manufacturer representative (rep) reported that there was an impedance failure on two of the leads on the right side implantable neurostimulator (ins) in (B)(6) 2014 with battery depletion. The plan was to do "re-implantation" of the right system on (B)(6) 2015; instead only an exploratory surgery was done and the right ins was removed. The post-op period was very challenging for the patient: there was an increase in medications, significant left leg tremors, and loss of function due to no ins. The patient had experienced component failure. The right system was completely replaced on (B)(6) 2015. The patient's outcome had been very good since with significant drug reduction and functional improvement. The patient's left side ins was replaced on (B)(6) 2015. Everything was working properly afterwards.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient was scheduled for the replacement of the lead, extension, and implantable neurostimulator (ins) on 2015-(B)(6). The patient had a short on one contact, but even with reprogramming around the contact, the ins was rapidly depleting. The manufacturing representative did not know when the depletion started. The ins had not reached end of service (eos), but the ins was low. The patient had been programmed in continuous mode.